Event description:
Prior to a tonsillectomy and adenoidectomy procedure on a pediatric patient, the surgeon opened the flow clamp on the flow control valve unit and discovered that adequate saline flow was not reaching the distal end of the wand; therefore, no plasma was created. The procedure was completed using instrumentation and a needle tip bovie. No pt injuries or complications were reported as a result of this event.